Event description:
Boston scientific received information that this pacemaker and competitor lead exhibited noise resulting in 3.1 seconds of pacing inhibition when the patient was lifting heavy objects. The patient experienced dizziness as a result of the noise and pacing inhibiton. Was removed and replaced due the device not pacing correctly with pacing pauses of 3.1 seconds. To date, the device remains implanted. No additional adverse patient effects.

Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Approximately 6 months later, the device was returned to boston scientific without further allegation. No additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.